Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was unknown. Reportedly, the customer corrected the time, and resumed insulin delivery successfully. Customer's blood glucose level was 82 mg/dl.